Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had low flow and low speed alarms, which the bedside nurse could not silence. The patient's chest was opened at the bedside for cardiac tamponade and the system controller was exchanged. The patient remains ongoing.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.